Event description:
International customer reported that, the surface of the suture was not smooth when connecting the right ventricle and pulmonary artery. Bleeding noted from side of pulmonary artery with a small dissociation of the vessel. Pressure used to achieve hemostasis. Patient is stable.

Manufacturer narrative:
International affiliate reports the following possible products: lot xbr423 mfg date: 02/01/2006 exp date: 01/31/2011. Lot xgb787 mfg date: 06/01/2006 exp date: 01/31/2011. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.